Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 58 mm in diameter abdominal aortic aneurysm. The proximal aortic neck measured 31.4 mm in diameter to 35.3 mm in diameter along a 7.5 mm length. The proximal aortic neck angle measured 15 degrees and the supra to infrarenal angulation measured 25 degrees. There was no thrombus or calcium observed at the seal zone. During the index procedure a sluggish proximal type I endoleak was observed. The physician elected to implant six heli-fx endoanchors so that the proximal end of the stent graft was anchored onto the aorta. However, the proximal type I endoleak persisted and it was determined that the overlap of the stent graft to the aortic wall on the left side was sub optimal. The physician then elected to implant an endurant proximal aortic extension to gain better apposition of the endograft to the aorta. It was delivered through the right common femoral artery and deployed so that an additional 5-7 mm of graft apposition to the left side of the aorta was gained. Ballooning was performed and four heli-fx endoanchors were implanted on the left side of the endurant aortic extension. The proximal type I endoleak was dramatically improved and the physician was satisfied with the result. No additional clinical sequelae were reported and the patient is fine.